Event description:
The customer received questionable results on thyrotropin (tsh) for 16 patient samples. Of those samples, five were determined to be discrepant. The samples were repeated on cobas 6000 e601, serial number (B)(4). All results are in uiu/ml. Patient 1 initial result: 0.486; repeat: 1.13. Patient 2 initial result: 1.07; repeat: 2.37. Patient 3 initial result: 0.072; repeat: 1.51. Patient 4 initial result: 0.84; repeat: 2.00. Patient 5 initial result: 0.52; repeat: 1.47. The original results were reported outside of the laboratory. The repeat results were deemed to be the correct results by the customer. There was no adverse event. The tsh reagent lot was 16839501 with an expiration date of 01/31/2013. The field service representative found a fluidics failure of the measuring cell. He replaced the measuring cell and tubing. He executed performance testing successfully. The customer performed calibration and quality control, which was within their specifications. The customer also ran correlations with the other analyzer, which matched.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Result - measuring cell.